Event description:
It was reported that high capture threshold was observed on the right atrial (ra) lead. An x-ray was performed and revealed ra lead dislodgement. The ra lead was repositioned, but repeatedly dislodged. During the repositioning attempts, the helix became difficult to extend, failure to sense, and low pacing impedance was observed. The ra lead was explanted and replaced to resolve the event. The patient was in stable condition.